Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is linked to device but unable to trace more specifically. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator was returned to the service center with a report of general equipment failure. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, detected error e433 caused most likely by generator board and the relay board must be changed due to wear and bad contact of the internal terminals were found. There was no patient involvement.